Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on (B)(6)2019. The patient's weight was reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that a motor stall was seen upon pump interrogation, and the patient had recently had an MRI. It had been more than 2 hours since the patient exited the MRI field. The pump was re-interrogated on the call and the motor stall recovered. Troubleshooting resolved the event. No patient symptoms were reported. No further complications were reported.